Event description:
The pt underwent pelvic surgery in 2004. Post operatively, exposure of the mesh on the necrosis of the vaginal dome scar was noted. The area of exposed mesh is 3cm x 2 cm. The pt has been treated with medication. A surgical procedure to repair the exposure is planned.